Manufacturer narrative:
The device remains implanted in the pt and is not available for evaluation. Device identifiers have been requested. Endophthalmitis, iritis, and hyphema are listed in the device labeling as known inherent risks of cataract and glaucoma stent surgery. (B)(4). Submitted to FDA on 08/12/2015.

Event description:
The surgeon reports a possible endophthalmitis case. In retrospect the surgeon thinks it probably was not endophthalmitis, but rather late heme reflux imitating endophthalmitis. The pt had a 20/20/visual outcome, but received intravitreal antibiotics. He was not sure whether the pt really needed the antibiotics. Additional info was requested and the surgeon provided the following specifics on the case: pt returned 3 days postoperatively with decreased vision to 20/40 and mild anterior chamber reaction. Vitreous was clear and the instent looked to be in good position with no hyphema. Pt seen by retina specialist and given tap and injection antibiotics. The following day the patient improved. No organism were identified on gram strain and cultures were negative. Conclusion: unclear whether early infections endophthalmitis or sterile iritis or merely dispersed micro-hyphema. Additional info has been requested.

Manufacturer narrative:
No device identifiers were available. (B)(4).

Event description:
The surgeon provided the following additional information. The patient was treated with an intraocular injection of steroids/antibiotics, however the culture report showed no growth. In retrospect, the surgeon believes that endophthalmitis was a misdiagnosis and that the event was most likely micro-hyphema. The patient's most recent bcva was 20/20. The patient healed well with good vision and good iop.